Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator and replaced the bd pcb. The new bd pcb installed did not pass the post; therefore was replaced. After servicing the ventilator passed all testing per manufacturer specifications and was returned to the customer. Both bd pcbs were returned to medtronic for failure investigation. The original bd pcb replaced is no longer available as a replacement part and is obsolete. A visual inspection was carried out on the returned component, no anomalies were observed. The bd pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post), but it was observed that the ¿vent inop¿ and ¿gui inop¿ leds remained illuminated on the ventilator head led pcb. The fault was isolated to component u103. If this failure occurred during ventilation, the ventilator would continue to ventilate, but the ¿vent inop¿ and '¿gui inop¿ led indicators would remain illuminated on the ventilator head led pcb. The bd pcb (bd xena ii pcb) was visually inspected with no anomalies observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post generating a ventilator inoperative condition. None of the led¿s on the bd diagnostic led array were illuminated. Further analysis revealed that fpga device, reference designator u101, was overheating. Also, there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd xena ii pcb. If this failure occurred during ventilation on a patient, the appropriate audio and visual alarms would enunciate and the ventilator would generate an inoperative condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer's biomedical engineer, that the 840 ventilator had logged a post (power on self test) error code. While servicing, the new bd (breath delivery) pcb (printed circuit board) installed to resolve the issue did not pass post. This is considered as an out of box failure (foob). The ventilator was not in use on a patient at the time of the reported event. Based on the product analysis findings the replaced part could lead to a loss of ventilation if it were to occur on a patient.